Event description:
Information was received from healthcare provider (hcp) via manufacturing representative (rep) regarding a patient receiving saline via an implantable pump. It was reported that the patient¿s pump and catheter were explanted due to infection. The date of explant was (B)(6) 2022. The patient¿s system would not be replaced in the future. The caller reported the infection along the catheter track, and an explant was performed to remove the entire system. The issue was resolved in the report. The patient status at the time of this report was "alive with no injury". The patient¿s weight and medical history were unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter , ubd: 15-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.